Event description:
It was reported that this right ventricular (rv) lead showed a gradual rise in impedance values to out of range values at this time. The pacing thresholds increased during the same period of time as well. A lead integrity evaluation was recommended. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).